Event description:
Event description cpi rec'd info that this implantable cardioverter defibrillator (ICD) was 'humming' after therapy delivery. The device could not be interrogated through quickstart and was limited to one zone.